Event description:
It was reported that during an unspecified procedure, the flexima biliary stent system was difficult to advance and became stretched. The flexima biliary stent system was advanced over a jagwire and into the left hepatic duct. The cannula was removed and the physician attempted to advance the flexima biliary stent system, but encountered "severe resistance". The wire was outside of the proximal end of the catheter, but the inner sheath stretched and the guide wire became stuck. The flexima biliary stent system and wire were removed from the scope. The procedure was successfully completed with another of the same device. There were no patient complications and the patient was reported to be "good".